Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, it was noted that one haptic of the iol was damaged, which injured the posterior chamber and started to sink into the vitreous body. Subsequently, the iol was placed in the sulcus. As a result, the pt had corneal edema, some vitreous body penetrated into the anterior chamber, and a paracentesis was performed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.